Event description:
The customer discovered questionable ion selective electrode (ise) sodium results from the cobas c501 analyzer serial number (B)(4) when a doctor called stating the results were low. Of the data provided for three patient samples, only the results for one patient sample were discrepant. The initial result was 132 mmol/l and was reported outside the laboratory. The sample was repeated on analyzer serial number (B)(4) and the result was 139 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date was not provided. The field service representative found there was contaminated ise cal high material and replaced it. He performed ise maintenance and the customer calibrated the ise and ran qc without issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.